Manufacturer narrative:
A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 15aug2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was involved in three production failures (B)(4) for spring looks good, no problem found, (B)(4) for no fault found - unverified problem & (B)(4) for test failure - pressure test/ out of range, which does not correlate to the customers reported issue.

Event description:
The customer reported broken/damaged. Blue plastic/door latch sensor issue. There was no patient involvement.

Event description:
The customer reported broken/damaged. Blue plastic/door latch sensor issue. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced fluid ingress/ corroded bezel and replaced damaged ail sensor. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 15aug2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6)was performed which confirmed that this device was involved in three production failures (B)(4) for spring looks good, no problem found, (B)(4) for no fault found - unverified problem & (B)(4) for test failure - pressure test/ out of range, which does not correlate to the customers reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of the bezel assembly - fluid ingress/ contamination. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken/damaged. Blue plastic/door latch sensor issue. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. The device has been received and an evaluation is pending.

Event description:
The customer reported broken/damaged. Blue plastic/door latch sensor issue. There was no patient involvement.